Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, and pain. Post-operative patient treatment included revision surgery, reduction of hernias, hernia repair with mesh, lysis of adhesions, component separation, removal of mesh, and medications.